Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, one opening curved on the valve bond edge, missing the plug strap (0-25%), and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified one sharp edge opening on the valve bond edge, and sharp broken edge on the plug strap. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp edge opening on valve bond edge on the anterior due to an unidentified (tear) opening, a sharp broken edge on the plug strap due to an unidentified (tear) opening, and missing the plug strap due to inconclusive. Additional, changed, and/or corrected data: g.1., h.3., h.6.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.